Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient's bg (blood glucose) levels decreased to 69 mg/dl while wearing the pod between 24 and 36 hours in the abdomen. Patient reported about 6 hours earlier her bg levels were 420 mg/dl and she administered a correction bolus of 28 units of insulin via the pump. Patient confirmed a correction bolus of 28 units was recommended by the pump, and that this amount is not an uncommon correction bolus for her to take. The patient reported eating a high carbohydrate meal and not bolusing, however her bg continued to decrease, prompting her to visit the ER. No symptoms related to hypoglycemia were reported. The patient was treated with IV (intravenous) fluids and dextrose injection. The patient was released within 4 hours. The pod was removed at the ER.